Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) displayed gas loss alarm, then unable to autofill. The users attempted to commenced therapy on patient unable to autofill, after several attempts. Users swapped out consoles to commence treatment without issue. There was no patient harm reported.

Manufacturer narrative:
A getinge field service engineer (fse) unable to replicate user complaint. Successfully completed a simulated treatment on unit with testing catheter and trainer without issue, upon initial testing. Confirmed user complaint on logs, attached for reference. In reply to technician inquires, cathlab personnel observed condensation on the catheter extender line, as well as clear liquid in the line when attempting the failed autofills. Unit dry inside and clean, and fully functional. Unit calibrated and passed all functional and safety tests per factory specifications.